Event description:
It was reported that this right ventricular (rv) lead was associated with a pocket infection. Surgical intervention was performed and the rv lead was explanted. No additional adverse patient effects were reported. The rv lead has been sent to pathology from test results and is not expected to be returned back from the field for analysis. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.